Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used in the colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure, the snare was plugged in and removed from the erbe several times but the snare would not go hot. The procedure was completed with another captiflex. The same connection cord was tried on a second captiflex and that snare was able to be used in cautery. There were no patient complications reported as a result of this event.